Manufacturer narrative:
The device was received for analysis and the clinical observation was confirmed. The stent device was pushed out from within the introducer sheath with resistance. Upon retrieval of the stent device into the introducer sheath the third finger marker strut was found to be broken. Investigation into the cause of the strut break is in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during preparation, the solitaire could not be pushed out of the introducer sheath. The solitaire could not be pushed into the micro catheter from the sheath as it was stuck. The procedure was completed with another device. The patient was receiving mechanical thrombectomy treatment with the solitaire device. The solitaire and accessory devices were prepared as directed in the IFU and the issue occurred during preparation, prior to use on the patient. The sheath was firmly seated in the hub of the micro catheter. The rhv was not loose. The device could not be inspected as it was stuck within the introducer sheath. The device was returned for analysis and it was found that the third finger marker strut of the solitaire was found to be broken.